Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between december 1-3, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter inside the bag. This was observed during sampling inspection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.